Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula after insertion event on 22 jan 2026. Due to the event, the patient experienced high blood glucose and was treated with multiple daily injections. The patient replaced infusion set and resumed insulin deliveries successfully.